Event description:
The customer reported static or interference on the image when fluoroing. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and associated hardware to complete upgrade. System operates as intended. (B) (4).